Event description:
During surgery the shaft began freezing up shaft, probe was replaced and the surgery was completed. No pt injury reported.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No pt injury was reported.